Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# va1z03c003 serial# implanted: explanted: product type lead b5: see information merged into this event, from another submitted complaint. Continuation of the same event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Merged from pe-706616909-2024-may-31: information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a lead fracture, so the stimulation could not be increased or decreased successfully. Considering the possibility that the lead was only disconnected from the implanted neurostimulator (ins), impedance was measured by reinserting it during the procedure, but it did not change. The lead was replaced with a new one and the issue resolved. No patient harm reported. Additional information was received. Lead and ins information confirmed. It was also stated that electrode #0-#3 remained with a high impedance range of 40,000 o. The lead is planned to be shipped out to japan qa on 2024-06-07 and arrive there on 2024-06-10. No further information is available at this moment. Reason for the procedure on 2024-06-01 is unknown.

Event description:
Additional information was received, from the rep. The serial number of the lead was confirmed. It was reported, that on (B)(6) 2024. A defect occurred, where the patient controller indicated "settings not available". On (B)(6) 2024, the "settings no available" problem was resolved, by making adjustments at the hospital. And changing settings to avoid the electrodes with high impedance. On (B)(6) 2024, information was obtained that the lead would be replaced on (B)(6) 2024. On (B)(6) 2024, the high impedance was suspected, to be due to lead fracture. So, the product was explanted and the lead was replaced.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: unknown, product type: programmer patient, product ID: 977a275, serial#: (B)(6), explanted: (B)(6) 2024, product type: lead. H2: correction: please note, h6: codes b17, c20, d14 and g02025, no longer apply to the lead. H3: the returned lead was subjected to a series of standard tests that include, but is not limited to visual inspection and electrical testing. Analysis identified, that the # 0, 1, 2, 3, 4 and 7 conductors were broken, 29.25 cm from the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was requested that they tell them how to change the intensity of the stimulation. The remaining battery level was 100% controller, 90% for the implanted neurostimulator (ins), group a only, and programs 1 and 2. We asked them to press the buttons for each program, however, "settings not available" was displayed, so we instructed to consult with the medical institution. No health damage reported, the issue has not resolved. Additional information was received. The cause was stated to be an anomaly in resistance was observed at the 0-3 electrode of the lead. The problem was solved by changing the electrode settings. The patient was advised to see their hcp. The appointment occurred on (B)(6) 2024. Adjustment was performed by me at the hospital and the issue resolved. Additional information was received. It was confirmed that their devices had out of range impedances. The impedance measurements were not taken. High impedance (40,000o) at electrode number 0 to 3. Setting was changed and the issue was resolved, the affected electrodes are no longer in use.